Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported by chat that the patient said "I have been dka twice this year, and I tried to complain but it just tried to send me another sensor." No other details were documented and the patient disconnected the chat. Attempts to follow up were reportedly unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.